Event description:
As reported, in 2005, this patient was implanted with gore excluder aaa endoprosthesis. A right common iliac aneurysm was noted, but not treated with the trunk-ipsilateral leg component as the distal segment of the device was placed proximal to the aneurismal common iliac artery segment. At unknown date, a distal type I endoleak was observed on the patient's right side. It was noted that the common iliac aneurysm had progressed proximal, contributing to a distal type I endoleak. In 2008, the patient underwent a re-intervention in which a gore excluder aaa endoprosthesis contralateral leg component was implanted distal to the right trunk-ipsilateral leg component leg to treat the distal type I endoleak. The endoleak was resolved post-procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.